Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. In addition, during the attempt to charge the pump a temperature alarm occurred. The customer unplugged the pump from power source and was able to clear the temperature alarm and resume insulin delivery. During troubleshooting with tandem technical support, review of pump history indicated that pump battery gauge went from 15% battery life to 30% without charging the pump. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
Temperature alarm- the investigation has been completed and the customer complaint was verified in the device logs. However, no failure was detected.